Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple false pause episodes were noted on the device. Upon interrogation, it was noted that the episodes were not cleared and they suspected that the symptom recording was not set appropriately. The patient was seen in clinic and the issue was resolved by interrogating with the programmer and episodes were cleared so that the storage of new recordings would be possible. The patient was doing fine.